Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that rep alleged overdischarge. Reviewed steps to do physician recharge mode( (prm) reviewed. Additional information was received from the rep indicating that they started the 60 min count down for prm session. Rep said patient implant is at an angle that the patient has always had issues with recharging and getting 3-4 coupling bars. It was reviewed with the rep to make sure the patient good recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient's ins was depleted in battery since 2018 (stated for a couple of months). The ins was not working right since 2017; 3-4 months prior to the ins depleted. Patient reported that they can never charge, had difficulty charging the ins while walking around. She had to lay flat on a bed for 4-5 hours because when patient stands up, her ins sticks out since implant. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the replacement hadn¿t been scheduled yet and it was unknown if the device(s) would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that device reset was tried 3 times. Patient needs ipg replaced. The issue was not resolved at the time of this report. Patient's weight information was provided. Information was confirmed with hcp. No further complications were reported/anticipated.